Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation of the returned sample noted one opened (original packaging), used silicone foley catheter attached to the drainage bag and urine meter. Verified material number 119316 and manufacturing lot number ngjx0480. Visual inspection noted no obvious observations. Inflated catheter with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), using in-house luer lock syringe. During inflation, pinhole at trifurcation site found measuring 0.031in. Therefore, the reported event is confirmed and does not meet specifications. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review and labeling reviews are not required as event has already been investigated per CAPA 12182448. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f h initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted during surgery on (B)(6) 2026 and 4 days after that it had spontaneous dislodgement and leakage place was unknown.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted during surgery on (B)(6) 2026 and 4 days after that it had spontaneous dislodgement and leakage place was unknown.